Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was intermittent issue with recognizing cassette being latched. It was further reported the pump was not saving date and time and other settings. There is no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "device not saving data and issues attaching cassette¿ were confirmed. The probable cause was latch lock flex sensor circuit malfunctioning and internal battery depleted. The latch flex sensor circuit was replaced, and the device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.